Manufacturer narrative:
Medrad service rep checked injector with no problems found.

Event description:
Hosp reported during a procedure, an air injection took place. The pt suffered neurological damage and is currently in rehabilitation as a result.